Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage reservoir lip ring was damaged and not able to lock in place. Customer's blood glucose was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with complete broken reservoir tube lip, missing reservoir tube o-ring and cracked belt clip slot. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.